Event description:
It was reported that the device had possible early battery depletion. It was also indicated that the right ventricular (rv) lead had unacceptable high chronic thresholds. It was questioned if the device had early battery depletion due to the high rv programmed output. The device was explanted and replaced. The rv pace/sense portion of the lead was replaced and the rv defibrillation coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.